Event description:
Return reason: the catheter was cracked at the base of the hub. Analysis: investigation found a rupture below the distal hub. Remedial action: mfg and quality assurance have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further corrective action is necessary.